Event description:
This is being filed to report the clip detaching from one leaflet and subsequent patient death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted without issue. A third clip delivery system (cds) was advanced however grasping was difficult due to the imaging. The clip was implanted however detached from one leaflet (single leaflet device attachment (slda)). A fourth clip was implanted to stabilize the slda clip, reducing mr to 3-4. In the physicians opinion the slda was due to the patient anatomy. The patient died two days later on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficulty grasping the leaflets was due to the imaging difficulty (non-echogenic). The reported image resolution poor was due to patient anatomy. The reported incomplete coaptation (slda) was also due to challenging patient anatomy. A cause of the reported death could not be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. Medical review of the reported event determined there is limited information about the cause of death, but no evidence that it was related to the device. The patient was in a poor clinical condition and the procedure may have contributed to the outcome. There is no indication of a product quality issue with respect to manufacture, design or labeling.